Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mid left main coronary artery. A 2.50mmx12mm apex¿ balloon catheter was advanced to the lesion. The balloon was inflated without issue on the first inflation however on the second inflation, the balloon could not be inflated normally and it was noted that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood in the wire lumen. There were numerous hypotube kinks. Magnified inspection identified a pinhole in the balloon wall 5mm from the distal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal bond weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mid left main coronary artery. A 2.50mmx12mm apex¿ balloon catheter was advanced to the lesion. The balloon was inflated without issue on the first inflation however on the second inflation, the balloon could not be inflated normally and it was noted that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.